Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual inspection, it was noted that the device was bent. Upon functional testing, it was noted that the device does not function as required. Most likely cause is attributed to misuse due to user error.

Event description:
It was reported that during a meniscus repair surgery the needle bent inside the tool, after being inserted into the scorpion. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.